Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "patient had almost completed oxaliplatin infusion and started complaining of swelling and tenderness to site of PICC line (left arm, upper basilic). Infusion stopped and visible swelling was noted in the form of a bulge at her axilla. Prior to infusion, good blood return was documented and no obvious signs of damage to the PICC line noted. Dr came to assess. 10mg of dexamethasone was ordered to reduce inflammation and was infused peripherally. Tylenol also given po for discomfort. There were conflicting guidelines around whether to use a warm compress, however a cold compress was contraindicated and arm was elevated. Pharmacy contacted regarding any other medications that should be given for an irritant extravasation. Venous access team suggested a venogram and results were suggestive of at least one or more cracks in the line as there was dye seen outside of the PICC line on the imaging. Radiologist was not comfortable removing the line, so it was recommended patient be transferred to another facility. Patient was unable to get a ride the day of extravasation but was able to go the following day. The PICC got removed and a new one was placed." Additional information received july 25, 2024: it was reported by oncology, there is no tissue damage, injury, or discolouration. Patient complained of tenderness to the area. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr powerpicc solo catheter. Use residue was observed on the sample. A kink was observed just proximal to the 1cm depth marking. Microscopic inspection of the kink site revealed a longitudinally aligned split. The surface of the split was finely granular. An impression line was observed extending on both ends of the split. The kink in the catheter shaft suggests repetitive mechanical stress may have contributed to the split. The damage location suggested that catheter securement, access and maintenance techniques may have also contributed. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "patient had almost completed oxaliplatin infusion and started complaining of swelling and tenderness to site of PICC line (left arm, upper basilic). Infusion stopped and visible swelling was noted in the form of a bulge at her axilla. Prior to infusion, good blood return was documented and no obvious signs of damage to the PICC line noted. Dr came to assess. 10mg of dexamethasone was ordered to reduce inflammation and was infused peripherally. Tylenol also given po for discomfort. There were conflicting guidelines around whether to use a warm compress, however a cold compress was contraindicated and arm was elevated. Pharmacy contacted regarding any other medications that should be given for an irritant extravasation. Venous access team suggested a venogram and results were suggestive of at least one or more cracks in the line as there was dye seen outside of the PICC line on the imaging. Radiologist was not comfortable removing the line, so it was recommended patient be transferred to another facility. Patient was unable to get a ride the day of extravasation but was able to go the following day. The PICC got removed and a new one was placed." Additional information received july 25, 2024: it was reported by oncology, there is no tissue damage, injury, or discolouration. Patient complained of tenderness to the area. No other information was provided.

Event description:
It was reported by the customer "patient had almost completed oxaliplatin infusion and started complaining of swelling and tenderness to site of PICC line (left arm, upper basilic). Infusion stopped and visible swelling was noted in the form of a bulge at her axilla. Prior to infusion, good blood return was documented and no obvious signs of damage to the PICC line noted. Dr came to assess. 10mg of dexamethasone was ordered to reduce inflammation and was infused peripherally. Tylenol also given po for discomfort. There were conflicting guidelines around whether to use a warm compress, however a cold compress was contraindicated and arm was elevated. Pharmacy contacted regarding any other medications that should be given for an irritant extravasation. Venous access team suggested a venogram and results were suggestive of at least one or more cracks in the line as there was dye seen outside of the PICC line on the imaging. Radiologist was not comfortable removing the line, so it was recommended patient be transferred to another facility. Patient was unable to get a ride the day of extravasation but was able to go the following day. The PICC got removed and a new one was placed." Additional information received july 25, 2024: it was reported by oncology, there is no tissue damage, injury, or discolouration. Patient complained of tenderness to the area. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.